Event description:
According to the facility post procedure bleeding is occurring after circumcision "requiring surgifoam to stop the bleed, continued pressure, prolonged stay in the nursery, and delayed discharge".

Manufacturer narrative:
According to the facility post procedure bleeding is occurring after circumcision "requiring surgifoam to stop the bleed, continued pressure, prolonged stay in the nursery, and delayed discharge". Per the facility the patient experienced "pain, bleeding, increased stress, and difficulty in consoling after the procedure". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.